Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an e. Coli isolate was misidentified. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of results on a phoenix m50 instrument. The customer alleged that the instrument was misidentifying results most commonly when the expected result is e. Coli. A bd field service engineer (fse) was dispatched to the customer site. The fse decontaminated the instrument, updated the pud software to v7.31a and cleaned the light source cards, ccd lenses, and normalization panels. The fse then performed some verification tests as a part of troubleshooting and received satisfying results within specifications. The fse noted after the update the instrument continued to work as intended. No failures were noted with the instrument upon arrival or during troubleshooting. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no previous cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. While this specific occurrence was unable to be confirmed based upon the investigation, this failure mode is known to be related to a corrective and preventative action (CAPA). Pud 7.41a has been released to improve identification of e. Coli. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an e. Coli isolate was misidentified. No health impact or consequence reported.